Event description:
Caller reported a cartridge alarm 20, and their blood glucose was indicated as "high," but a specific value was not provided. Customer addressed this by administering a correction bolus via the pump. Tandem technical support confirmed that the pump had experienced cartridge alarms with consecutive cartridges, so they arranged for a replacement pump to be sent. Customer was advised to return the problematic pump using a pre-paid label, and they acknowledged all instructions, including putting the pump in storage mode. Customer used manual daily injections as backup therapy to ensure insulin delivery was not interrupted.